Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to becoming entangled in the tricuspid valve apparatus. Additionally, the lead experienced placement difficulty. When the lead was removed, there was a tissue attached to the tines. A different lead was implanted and no adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to becoming entangled in the tricuspid valve apparatus. Additionally, the lead experienced placement difficulty. When the lead was removed, there was a tissue attached to the tines. A different lead was implanted and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead showed damage, the lead was returned with 2 of the 4 tines missing which appeared to have been torn off. This type of damage is consistent with induced damage during use. Testing was completed to assess lead electrical performance integrity and measurements were within normal limits. A stylet insertion test passed without issue indicating no blockage in the lumen. The observed damage is not deemed to indicate a product defect or malfunction.